Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same day as event onset, the patient was treated with intraperitoneal (ip) vancomycin (one gram/one bag, frequency and duration not reported), ip meropenem (500mg 3 exchange /day, duration not reported), and ip amikacin (250 mg daily one exchange, frequency and duration not reported) for peritonitis. At the time of this report, the patient outcome of the peritonitis event was unknown. The action taken with dianeal therapy was not reported. No additional information is available.